Manufacturer narrative:
The device was returned. A device evaluation confirmed the customer allegation. According to the engineer, the nozzle was not deformed; there were foreign materials in the nozzle, which could not be removed by engineer. It was unknown what the foreign material was. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the nozzle of the loaner evis lucera elite gastrointestinal videoscope was clogged with foreign material. There was no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing olympus will continue to monitor field performance for this device.